Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2017865-2017-00616. During follow-up, noise was noted on the atrial lead. Non-sustained oversensing was due to cross talk from the ventricular lead. Both leads were explanted and replaced. The patient is well.